Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that ECG readings were not available on the device. There was no patient involvement.